Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-16480. It was reported that patient experienced pain in the area of one of the occipital leads. Surgery may occur to address the issue. It is unknown from which lead is related to the issue, so both leads are being reported.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein one lead was repositioned to address the issue. It is unknown which lead was repositioned.